Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) ranged from 155 to the 250s mg/dl. The bg level was addressed by delivering a bolus of insulin via the pump. A possible cause of the past occlusion alarms was unable to be determined. Tandem technical support had the customer perform a system check using the current supplies on the pump and the occlusion appeared to be related to the infusion set site. However, the customer chose to keep the site in as insulin delivery had been resumed and an occlusion alarm had not reoccurred.